Event description:
It was reported that the patient underwent laparoscopic appendectomy on (B)(6) 2014 and suture was used. During the procedure, the suture broke. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. It shows a cracked mecanyl tube with an open loop. Visual inspection of the knot shows that it was configured correctly. Loop closure was possible. The complete suture was pulled out of the mecanyl tube. No suture breakage was observed. Residue of the color of the suture was visible in the cracked mecanyl tube which leads to the assumption that the suture was attached at the mecanyl tube. The cause for the detaching of the suture could not be verified. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.